Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The product had missing barrel clamp assembly, missing plunger case seal, cracked right plunger case. The pump was sent in with incomplete assembly, the missing parts were replaced and ran motor drive and occlusion test. An occlusion test was performed and the reported problem was duplicated; which was due to worn drive train parts - leadscrew and clutch halves. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced leadscrew and clutch halves; performed occlusion test and all functional tests passed.